Event description:
A nurse reported to baxter an issue of leak due to damaged minicap on the minicap transfer set found during use. The nurse stated that the patient's twist clamp had broken and it did not close completely which resulted in fluid leaking. The patient needed to change the line and was treated with intraperitoneal antibiotic. The patient had been using the clamp for four months before this incident occurred during use. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damaged minicap was not confirmed. The cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.